Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image and dirty objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer-reported issue of no image was due to a dirty objective lens. The additional finding of a blurry image was also attributed to a dirty objective lens, and for the dirty objective lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope could not produce an image. There were no reports of patient involvement, as this event was reported during inspection for use.